Event description:
Ref.: #(B)(4) customer ref:# (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh received the product back for investigation. During the leak test of the claimed bc,a leaking connection was detected at the slide (red) connector of the bc.based on this, the failure could be confirmed. Sap trend search was performed (material 70103.5742, failure code 0109 connector bc) which came to following results: 2 additional complaint was recorded in the last 12 months. Also, sap trend search was performed (similar product groups:26001,26002,26003,31000, failure code 109 connector bc) which came to following results: 2 additional complaint was recorded in the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,01 which is below 1%.due to this information no systemic issue could be determined. Maquet cardiopulmonary gmbh is aware of 2 complaints with the same batch, (#(B)(4), #(B)(4)). Getinge cp antalya was investigated the production steps of the set, assembly of the components. It is concluded that the failure could be related with operator mistake at the manufacturing site. Based on this failure could be confirmed. Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. As a corrective action, getinge cp antalya trained the operators and informed regarding the complaint.

Manufacturer narrative:
(B)(4). The device has not been returned to date a follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer; blood leak detected at red connector. Unit is available for return to getinge for investigation. (B)(4).